Event description:
Reported alleged the lancet needle that is a part of the softclix system used in finger-stick blood glucose testing sticks outside the cap and does not retract. No report of any actions taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.